Manufacturer narrative:
A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: tip of the turnpike spiral broke during the procedure. The turnpike spiral was used on a complex pci with a very hard lesion, where they were unable to pass and the patient had to have surgery. Several other catheters where used prior without success. The catheter was not advancing and then broke. Tip was broken when they pulled the device out of the patient, and removed from the wire. (Separated tip was removed on/with the wire) additional info on 16dec2021: tip was intact and no separation inside the vessel).

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device history records were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. The event description states tip of the turnpike spiral broke during the procedure. It is unknown what damages could have occurred at the tip or shaft. Per IFU, states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. The turnpike spiral could not pass the lesion. The procedure was a complex pci, and the lesion was very hard. Tip was broken when it was pulled out but intact. No separation of the tip in the vessel was noted. Tip was rotated more than two times and it could not advance. It is unclear if the tip was rotated against resistance with the tip being trapped/lodged in the vessel. Several other catheters were used which could not cross the lesion. The patient was sent to surgery as the intervention to cross the lesion was not successful. Based on the information, the most likely root cause of the issue is undeterminable.